Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck at blue splash screen. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen monitor was flickering. A field service engineer (fse) attended the site and confirmed that the station was stuck in a restart boot loop, and when it entered the application, it took an extended time to initialize peripherals. Based on the customer support center (csc) groups recommendation, the system was re-imaged. As the customer was undergoing an enterprise server (es) 1.11 upgrade, the system was upgraded from es 1.7.4 to es 1.11. This action also completed the recall requirements for mms-24-5146 and mms-25-5234. The device was verified to be functioning properly and was returned to service. The system functioned as intended after the field service engineer repaired the device.